Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported no readings on the continuous glucose monitor (cgm). No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no readings on the cgm was confirmed by the finding of a signal loss on (B)(6) 2017. A root cause could not be determined via data.